Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during the preparation for use, the lamp of the subject device didn¿t light up. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated due to the blown out of the thermal fuse. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc could not review the manufacturing history record (DHR) because over 15 years had passed from the subject device had been manufactured. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, there was the possibility that this phenomenon was attributed to the failure of the thermal fuse due to the increasing temperature inside the subject device because the subject device was used under the high temperature condition or the ventilation grilles was blocked. Olympus stated the appropriate handling of clh-2 and the counter measures against abnormalities in the instruction manual of clh-2.